Event description:
Emergent cardiac cath procedure. We used a volcano eagle eye catheter. Received catheter fault error. The device was unusable from that point on, and we had to switch to another catheter. Biomed was notified and responded. No further complications. The second catheter worked just fine. Manufacturer response for ultrasound catheter, volcano eagle eye catheter (per site reporter). [Redacted date]- clinical site notified mfg rep directly regarding the return of product.